Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the pump powered on with the returned battery cap. Evidence of moisture contamination was observed inside the battery compartment. Multiple errors were observed in the black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms being duplicated. The pump case was removed for further investigation and no evidence of additional moisture contamination was found inside the pump.